Manufacturer narrative:
Device evaluation: six devices were received and evaluated for the device fell off complaint. All devices were received and inspected; due to the condition of the adhesive foam pad upon receipt, the original adhesion properties could not be verified. The device assessment verified that the foam pad adhesion strength was acceptable. The complaint about these devices could not be confirmed.

Event description:
The patient stated since he started using this order around the first of september 6 of the v-go 40s have fallen off prematurely. He stated he has used this product for about 5 years and does not recall this ever happening before. It was reported that the devices are available for return to the manufacturer for evaluation. However, to date, have not been received.